Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reports that a patient developed a recurrent hernia. The patient was returned to surgery for repair. The surgeon reports the hernia was protruding through the previously implanted device.